Manufacturer narrative:
A ge representative evaluated the system and replaced the cine disk. System operates as intended.

Event description:
Customer reported the subtraction mode is not working. No patient injury was reported.